Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the inspection and testing of the returned device, it was found that there were issues with the image sensor cable. After further review it was also found that there were poor electrical insulation at tip metal, scratches on the bending section cover, abnormal angle, and the video connector was cracked. Additional information was requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus representative reported on behalf of the customer, the image on the endoeye flex deflectable videoscope disappears at angle. There were no reports of patient harm.

Manufacturer narrative:
Updated information: b3 and b5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information provided by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the faulty image sensor unit caused the failure. The cause of image sensor unit failure could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer observed the image disappearing at an angle during preparation for use.